Event description:
Customer has reported fluid leakage from the rotator. During review of returned product, it was discovered that the male luer on the syringe was broken and leaking. No pt injury or treatment associated with this event.